Manufacturer narrative:
A1: st0010112020. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H11- manufacturer narrative: there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Claim# (B)(4).

Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, the lens tore/broke during injection delivery into the eye. The lens was removed and replace intraoperatively and the problem resolved. Cause of event was reported as unknown.